Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer experienced an elevated blood glucose (bg) level displayed as "high". The customer required assistance to address the bg from their health care provider to administer a correction injection. The customer continued to use the pump for insulin therapy.